Event description:
It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, once the clip was partially attached to the tissue, the physician attempted to deploy the clip. The clip would not release or deploy from the catheter. Minor tearing of the tissue occurred when the device was removed. Another clip (manufacturer unk) was used to complete the procedure and stop the initial bleeding. There have been no reports of complications or injuries as a result of this event. The pt's condition post procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed; therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).